Manufacturer narrative:
Result of investigation: the root cause of failure is due to user has not performed a two-point calibration of the oxygen sensor (user fault). According to the technical support, oxygen alarms (151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") were triggered until the field service engineer performed a calibration of the oxygen sensor. After the calibration, the alarms disappeared. The fio2 calc value based on the flow feedback calculation was always close to the setting. This means that the alarms were based on the oxygen sensor monitoring only. No signs for a dosing issue visible in the logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The o2 cells were replaced and performed 2 point calibration. Afterwards fio2 mismatch was resolved. The unit passed full verification test. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has fio2 (fraction of inspired oxygen) inaccurate measure and set value is out of range. At this time, there is no information regarding patient involvement associated with the reported event.